Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8100 module failing patient side occlusion during pm. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed just conducted the bezel recall on this unit. During testing, it was failing patient side occlusion with a psi of 7.8. The set was new. Recommended he replace the platen assembly. After replacing the platen assembly, the unit passed patient side occlusion. Biomed ended call. (B)(4).